Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose of the patient is 200 mg/dl. The customer reported other blood glucose value was 300 mg/dl, and 30 mg/dl. The customer experienced symptoms such as stomach problems and eyesight goes bad and she did not feel normal. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08730 inches.